Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 4.

Event description:
Patient reported a left side capsular contracture baker grade 3-4. The device remains implanted.

Event description:
Patient reported a left side capsular contracture baker grade iii/IV. Patient additionally reported "significantly tighter and misshapen¿, ¿rashes that were developing on my breasts and body but again she couldn't confirm if this was related", and "I have become quite distressed as this has been ongoing for over a year". The device remains implanted.